Event description:
During baxter's functionality testing of a spectrum pump, it was found to not stay powered on. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the pump not staying powered on, which was experienced during functionality testing. The evaluation found the cause to be fully depressed battery contact pins not rebounding as designed. The rear case was replaced.